Manufacturer narrative:
Concomitant product(s): a 5554-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient approximately six months ago they noticed the implantable cardioverter defibrillator (ICD) site was "extremely swollen." The issue appeared to have resolved itself over the following week. The patient now reported the site was "slightly swollen and appeared moist/burned with alcohol application." A pocket infection was reported. The patient was given antibiotics. The ICD and ra lead were explanted. The rv lead was partially explanted but had snapped in half and the other piece was explanted the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.